Event description:
It was reported that this was a posterior fusion performed on (B)(6) 2025. During surgery, after inserting the set screw with the set screw inserter, the surgeon fastened it so hard that the tip of the set screw inserter broke. The broken pieces were removed with tweezers. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number mf4263601 was released in two batch. Batch1: lot qty of (B)(4) units were released on 07 july 2017 with no discrepancies. Supplier: (B)(4). Batch2: lot qty of (B)(4) units were released on 14 may 2018 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that te tip of the viper2 x25 set screw inserter was broken. The fragment was received for evaluation. The part number 286735400 is composed for two component and this is the par 1 of 2 outer shaft. A dimensional inspection for the viper2 x25 set screw inserter was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed with the componens part number 286735400 and the inner shaft was able to conect correctly into the outer shaft. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper2 x25 set screw inserter, would contribute to device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.